Event description:
During use of the device for an endoscopic vein harvesting procedure, the user reported the image displayed through the endoscope lens was blurry. As a result, an alternate device was employed to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.